Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced infusion set tape not sticking event on (B)(6) 2026. No further information available.